Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 2.75mm in diameter, eccentric, de novo target lesion was located in the moderately calcified right coronary artery. A 2.75x32mm promus element plus stent was selected to treat the lesion. However, the stent separated from the balloon. The procedure was completed with a 2.75x33mm non-bsc stent. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: f/g, promus element plus, mr, ous 2.75x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped mid-stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 273mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 2.75mm in diameter, eccentric, de novo target lesion was located in the moderately calcified right coronary artery. A 2.75x32mm promus element¿ plus stent was selected to treat the lesion. However, the stent separated from the balloon. The procedure was completed with a 2.75x33mm non-bsc stent. The patient's status was stable.